Manufacturer narrative:
Block h6: medical device code a040601 captures the reportable event of stent buckled, inside the patient. Block h10: the returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the device torn and buckled accordion along the shaft and the bladder pigtail. It is important mention that the suture string and also the positioner did not returned with the device. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, the device was found torn and buckled accordion along the shaft and the bladder pigtail. Moreover, the suture string and also the positioner did not return with the device. Therefore, it is possible that the torn found was generated due to the manipulation of the device or due to the interaction with other devices or with the suture string. The buckle could be related to the tip of the sensor wire stuck inside of the device, this can cause that the user felt resistance when introduce other device and excess of force applied could cause the found issue. Consequently, affect the performance of the device. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy with stent placement procedure in the ureter performed on (B)(6) 2021. During procedure, it was reported that when the physician tried to place the contour vl ureteral stent over the sensorwire, it became stuck and could not advance. They tried another another sensorwire and advanced the contour vl ureteral stent however, same issue occurred and appeared to shred. The contour vl ureteral stent was removed and the procedure was successfully completed with a fixed length polaris ultra ureteral stent over the same sensorwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications. The device has been returned for analysis.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy with stent placement procedure in the ureter performed on (B)(6) 2021. During procedure, it was reported that when the physician tried to place the contour vl ureteral stent over the sensorwire, it became stuck and could not advance. They tried another sensorwire and advanced the contour vl ureteral stent however, same issue occured and appeared to shred. The contour vl ureteral stent was removed and the procedure was successfully completed with a fixed length polaris ultra ureteral stent over the same sensorwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications. The device has been returned for analysis.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.